Event description:
It was reported that the asymptomatic patient presented with a pericardial effusion. Upon interrogation, the right ventricular lead exhibited poor sensing and capture. On (B)(6) 2018, the lead was explanted and replaced. During the procedure the helix would not extend back out. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.